Event description:
It was reported that the customer experienced cartridge alarm 30. Despite these issues, there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. To resolve the problem, the customer agreed to implement recommendations such as avoiding the abdomen and trusteel, marking the insulin vial's opening date, and contacting support if the issues persist. The issue was resolved with the customer successfully loading a new cartridge and resuming insulin therapy.